Event description:
It was reported that during an intestinal stenting treatment procedure, a broken handle on the delivery device occurred and the stent dislodged inside the pt. A 27/22x 9 230 cm wallflex enteral duodenal stent had been selected and advanced to treat a malignant duodenal lesion. While attempting to deploy the device, the "external tube handle fell off from the exterior tube". The stent deployed approx. 50%, just above the stricture. The physician was unable to fully deploy the stent in its intended location. The physician then removed the stent which resulted in "some" bleeding. The procedure was aborted at this point as another suitable stent was not available. The pt has another procedure scheduled for an unspecified date. Add'l pt complications as well as the pt's current condition are unk.